Event description:
Customer reported being hospitalized due to high blood glucose levels. Customer states that the pump is not delivering insulin, states when they bolus their blood glucose levels do not come down, but when they use an insulin pen their blood glucose levels do come down. Troubleshooting was performed, no alarms were noted in history, pump is returning for analysis.